Event description:
A significant volume discrepancy was noted at the pt's pump refill session. The expected residual volume was 30.6ml and the actual residual volume 8ml. They had planned to add 10ml to the pump until they were able to do some troubleshooting and determine what might be going on. The medication being delivered via the device system was morphine. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).